Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach the balloon burst at full deployment. The valve was deployed successfully and the delivery system was able to be removed without issue. There were no missing balloon pieces. No patient injuries were reported.  Per medical opinion the balloon burst was due to lvot calcification.

Manufacturer narrative:
The device was not returned for evaluation. Procedural imagery provided by the site showed the presence of calcification on the annulus and leaflets. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed one other similar complaint. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the device balloon was 100% inspection. During final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon burst was unable to be confirmed since the complaint device and/or relevant imagery were not returned or provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿the balloon ruptured during deployment.¿ the case notes mention that patient had severe calcification present in landing zone. The provided imagery report illustrated calcification present in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (annulus and leaflet calcification) may have contributed to the reported event. The complaint event was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling/IFU/training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of the monthly review.